Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Awareness date: corrected; date: added; manufacturing date: added.

Event description:
It was reported in a post market surveillance case that an acute occlusion (1st adverse event) occurred after percutaneous transluminal angioplasty (pta) was done with a balloon (subject device) for a major stroke of the internal carotid artery. Another pta with another balloon and deployment of a stent were performed. Later on (undefined date), thrombosis (2nd adverse event) within the stent occurred. Percutaneous transluminal angioplasty was performed twice and intra-arterial injection of anticoagulant and platelet aggregation inhibitor was done. The patient eventually recovered. This report concerns the second adverse event.

Manufacturer narrative:
This is the second of 2 reports. The subject device remains implanted.

Event description:
It was reported in a post market surveillance case that an acute occlusion (1st adverse event) occurred after percutaneous transluminal angioplasty (pta) was done with a balloon (subject device) for a major stroke of the internal carotid artery. Another pta with another balloon and deployment of a stent were performed. Later on (undefined date), thrombosis (2nd adverse event) within the stent occurred. Percutaneous transluminal angioplasty was performed twice and intra-arterial injection of anticoagulant and platelet aggregation inhibitor was done. The patient eventually recovered. This report concerns the second adverse event.